Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported problem. The customer reported the system wouldn't boot, which was verified. A temperature increase was noted in the tech room, and the air conditioning there and in the lab had been down for a long time. The suite pc was tested, but the software couldn't find windows. The log file analysis also confirmed the reported malfunction. To resolve the problem, the suite pc software was reloaded, and the backup was restored. After some repair, the system returned to full functionality. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.